Event description:
It was reported to medtronic neurosurgery that the doctor was not satisfied with the flow of csf through the valve even at lowest pressure setting of 0.5 in spite of the patient having high icp and dilated ventricles. According to the report, the shunt was explanted and codman shunt was implanted.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.